Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative (rep) followed-up again on this case to ask about any steps that were taken. Technical services (tss) followed up with the rep to see if any follow-up with engineering is pending. Tss reviewed information about how these scenarios typically proceed, the ins needs to be replaced. Additional information was received from a manufacturer representative (rep) reporting the cause of the event was not determined; device resets were taken to resolve the issue but the issue has not been resolved. The patient was discussing removal and/or replacement.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97755 lot# serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the ins not resuming normal charging remains undetermined. The rep reported that technical services was escalating the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that their recharger (rtm) and controller were not functioning. Patient (pt) said they just got back from their pain clinic, who told pt to get a replacement for the rtm and controller based on the troubleshooting they did there. Pt clarified started approximately a week ago, every time they go to recharge the implant, they have to keep the controller right on the implant, and said if they moved the controller away like 2 inches, they would receive no device found. Pt also said it would take forever to charge, when charging used to be quicker. Pt said the healthcare provider (hcp) office gave them a temporary rtm to use, but the controller still couldn't be moved away from the implant with the temporary rtm. Pt inspected equipment, but did not see any damage (pt mentioned they inspected the equipment at hcp office as well but found no damage). An email was sent to the repair department to replace the controller and rtm. Patient (pt) called from registered number and confirmed receiving the replacement recharger antenna and controller. Pt mentioned they attempted to charge the ins yesterday, but still got "no device found." Pt entered passive recharge mode and remained in passive recharge mode for 10-15 minutes. Screen of the controller would cycle through passive recharge mode and "looking for device" but would not advance beyond passive recharge mode. Patient services specialist suggested the pt wait up to 30-45 minutes and if the pt did not see recharging "excellent" on their controller within that time, the pt should follow up with their hcp and mdt rep.  The rep had been in communication with the pt about this issue. The pt said the "green light" was flashing on the controller when the pt was attempting to charge the ins with the replacement recharger antenna. Additional information was received from the manufacturer representative (rep). It was reported that the caller states they have done the passive charge 'sixty times' and she has done it a couple times in office today but the ins will not resume normal charging. Technical services reviewed steps to disable device and caller was able to do so. The rep called back and noted they did multiple passive recharges and tried the disable device multiple times but is still unable to connect to the ins.